Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the camera head was connected with the processor and error e224 appeared on the processor, stating "camera head communication error". Olympus requested additional information regarding this event. The customer reported that the device was in use during a therapeutic laparoscopic surgery with patient under anesthesia and the error created a delay of "some minutes." The facility accepted the error and the camera would then work correctly. The procedure was completed using the same camera head. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The error was unable to be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a temporary communication failure caused by a cable watertight defect. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.